Event description:
It was reported that the cartridge was leaking from the septum. Customer loaded a new cartridge to address the issue. Customer¿s blood glucose level was 679 mg/dl. A manual insulin injection was administered to address bg level. Customer went to the emergency room. Customer was treated with intravenous fluids of saline and insulin. Customer was released later the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.